Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative made adjustments for optimization. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last twenty four months did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on qa assessment, the product met specifications at the time of release. (B)(4).

Event description:
A facility representative reported after the lasik procedure the side cut was not good and the flap was difficult to lift. Follow up information received indicated there was no delay and the surgery was completed. The surgeon noted the side cut quality can be improved.